Event description:
The customer reported that a system failure cycle power issue. No patient involvement reported.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.